Event description:
The account alleged that the hi/low head is all the way up and will not come down. The account tried the emergency trendelenburg and that did not work either. No pt impact.

Manufacturer narrative:
The account stated that when they tried the emergency trendelenburg it seemed to work the emergency trendelenburg valve properly. The account tried different coils and the issue returned. The account did not see any fluid leaking and the hose does not seem to be kinked. Technician recommended that the account replace the manifold and flush all cylinders and hoses. The account received the new manifold but has not installed it at this time. No further info is available on the repair of the bed.